Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than one (1) colony forming unit of unspecified micro-organisms was detected. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. The customer provided the cleaning, sterilization and disinfection (cds) processes performed at the user facility. For automated endoscope reprocessor (aer) treatment, cantel isa washer along with cantel proteazone plus detergent and cantel isapor sol a/b disinfectant with controlled rinse filter water were used. The scope was wipe with towel, blown with filter compressed air and stored in a cabinet. The customer confirmed there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The endoscope was not used during any procedures while awaiting results. After the positive culture was observed, the device was quarantined. The device was reprocessed six times prior to sampling. The device was last reprocessed on 07jun2023. The sample was taken after storage. The returned device was evaluated by olympus and there were no issues or damage found. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii duodenovideoscope tested positive for unexpected contamination. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The scope initially tested positive for 27 colony forming units (cfus) of unexpected contamination. The scope was re-tested six weeks later resulting in the distal end testing positive for less than 1 cfu of unexpected contamination and when all channels were tested, the scope was positive for 36 cfus of filamentous fungi. The customer had testing repeated a third time two weeks later and the scope tested positive for 55 cfus of unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.